Event description:
It was reported, "when the ankle clamp was removed from the pt's ankle the plastic tip of the clamp broke off."

Manufacturer narrative:
DHR, complaint history review. Evaluation summary: the results of the investigation indicate that this event is related to a trend of similar events where the triathlon tibial ankle clamp plastic flippers are fracturing. The results of previous investigations indicated that fracture was caused by excessive stress. The device manufacturing history record for the reported lot indicates that devices were manufactured with no reported discrepancies that would have contributed to the reported event.